Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and a blood glucose reading of 417 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.